Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device. The device will be repaired and returned to the customer.

Event description:
The core universal driver was sent for service and it overheated during performance testing at the MFR. No adverse event was associated with the device.